Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 25-jan-2023. H6. Investigation summary: one photo and twenty seven samples received by our quality team for investigation. Upon visual evaluation, stained packages are observed outside on the packaging of the product, therefore the incident is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, possible root cause is associated with water leakage or condensation in the sealing tool. The sealing tools were replaced. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported while using bd plastipak syringe luer slip there was discoloration on 27 pieces. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: packaging are stained.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak syringe luer slip there was discoloration on 27 pieces. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: packaging are stained.